Event description:
It was reported that customer¿s pump displayed cgm error message and customer called for support regarding g7 sensor use. There was no reported impact to the customer¿s blood glucose level. Customer was guided through complete pump reset, error did not reappear after reset, and customer successfully started new sensor session with no further issues noted.